Event description:
Pt went to see surgeon for post-op view of opposite hip in 3/1998. X-ray revealed ceramic head fragment at that time. Pt is a 33 yr old man with hodgkins disease (hgt. 5'8"; wt. 160). A decision was made to let it ride for a few months and the revision was done in 1999.